Manufacturer narrative:
Weight & ethnicity: unknown/ not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with striae and flap displacement in both eyes (ou), post treatment. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision with discomfort in the right eye (od). The left eye (os) feels perfect, great vision. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2021, patient returned to site where it was reported that patient needed another flap smooth in the right eye (od) due to striae. Patient also presented with od super dry and loss of best corrected visual acuity (bcva). Bcva from (B)(6) 2021: right eye pre-op 20/20 -5.00 x -1.25 x 5; left eye pre-op 20/20 -5.25 x -1.00 x 2. Bcva from (B)(6) 2021: right eye post-op 20/30 .75 x .00 x 90; left eye post-op 20/20 .00 x .00 x 90.